Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on an unknown date and mesh was used. The patient underwent a second surgery for a recurrent port site hernia on a later date. During the second procedure the surgeon found the omentum and bowel were fused into the mesh.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.